Event description:
It was reported that leakage was found from the base of the needle. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 22ga x 0.75¿ safestep safety infusion set. Light usage residues were observed and the safety mechanism was engaged. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the needle exit site from the housing. Microscopic inspection of the sample with and without an ultraviolet light revealed a void in the adhesive coverage within the housing which appeared to contribute to the fluid path leading to the leak. The leak appeared to be caused by incomplete adhesive coverage at the tubing/needle joint and within the needle housing. The device is a supplied component and the supplier has been notified of this event.

Event description:
It was reported that leakage was found from the base of the needle. There was no reported patient injury.